Manufacturer narrative:
This is initial/final MDR report being submitted for this complaint with associated MFR# 2954740-2017-00034. The revive se is not distributed in the united states; however, it is similar to the revive pv that is distributed in the united states. (B)(4). Concomitant medical products: guiding catheter (9fr optimo, tokai medical product); micro catheter (laver ); solitaire device. The revive se will not be returned and with no alleged quality issue no root cause analysis cannot be performed. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Device ineffectiveness is a known potential adverse event associated with the revive se device and is listed in the IFU as such. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that underlying disease process, specifically hypertension and cardiovascular disease, target lesion characteristics and medication regimen factors may have contributed to the reported event. No further actions are required at this time.

Event description:
Symptomatic cerebral infarction (re-embolization of a treated vessel) was reported in patient post-treatment with revive se. It was reported by the healthcare professional that the patient had a history of severe hypertension and cardiovascular disease. Cardiac infarct was under treatment. The patient also has surgical history of subdural hematoma. Patient developed cerebral infarction with left middle cerebral artery occlusion (m1d) on (B)(6) 2016. The patient was hospitalized on (B)(6) 2016. Before the procedure, nihss was 6 points. The vessels were moderately tortuousness at the occluded site, the length of the occluded site was unknown. The t-pa was unapplied. The puncture time was 4:45 am. Revive se was deployed twice at the lesion, tici: 2a points was obtained (6:23 am). Another thrombectomy device (competitor¿s device) was deployed 3 times and tici:2b was obtained. The procedure was completed (7:39 am the guiding system was removed). Niss was 7 points immediately after the procedure. 6 hours after the procedure, patient status had declined. Right paresthesia deteriorated and symptomatic cerebral infarction (re-embolization of treated vessel: atherothrombotic) was confirmed. Pta was performed by balloon catheter. The complaint product is not available for return.